Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt indicated that the alleged meter issue started on the event date, at 7:00 am. The pt took her usual dose of 14 units of insulin (unk type). The pt reportedly developed symptoms of feeling "faint" after the reported meter issue began. She administered self-care by eating food and/or drinking a beverage. The pt was not tested on another device. During troubleshooting, the pt was able to turn the meter on by pressing the power button. The pt declined to have her meter and supplies replaced. This complaint is being reported due to the following conclusion: the pt alleged the meter would not power on and further claimed that after the issue began she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned. Lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.